Manufacturer narrative:
The customer¿s experience of an 800.8000 error code was confirmed in the pcu event log. The pcu event log shows the device alarmed for check syringe (lever opened) while priming. This resulted in an invalid transition fault and error code 800.8000.0 ¿ pcu15 general os failure. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
The customer reported error code 800.8000 occurred during patient use. There was no report of patient harm.